Event description:
The manufacturer received information that a trilogy evo ventilator failed system leak verification testing with a pressure drop over 10s. There was no patient involvement, and no harm or injury reported. The device has not yet been evaluated by the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.